Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in critical override mode, disconnected mode and was offline in remote support service. The customer tried to reboot, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer confirmed with the customer that the bd support fixed communication issue with stations and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.